Event description:
Information received indicates the left head siderail will not latch.

Manufacturer narrative:
The technician found the siderail release arm was bent. The technician replaced the release arm to repair the bed.